Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer damaged the pump resulting in cartridges not fitting onto the pump. Blood glucose level was 371mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.